Event description:
The customer reported that there was a malfunction of the monopolar tip. There was no injury to the patient. The device was returned to covidien and visual inspection found that the clear insulation was missing from the device. The customer confirmed that the material disengaged during the procedure but did not fall into the patient's cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.